Event description:
The caller also mentioned that they have another implant called inspire and so they know what the fluttering feels like because they can feel it in their tongue. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".